Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: heat treatment of the torsion shaft material results in embrittlement. Conclusion: the main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement.

Event description:
It was reported that the distal hex end of the xia 3 torque wrench broke while final tightening.

Event description:
It was reported that the distal hex end of the xia 3 torque wrench broke while final tightening.